Event description:
It was reported that the patient therapy manager (ptm2) was not uploading. It was stated that the refill date was incorrect. Instead of showing the current refill date, the ptm2 showed the old refill date. It was suggested to decouple and recouple the device to the pump. It was unknown if this action resolved the issue. No further information was reported.

Manufacturer narrative:
(B)(4).